Manufacturer narrative:
(B)(4). Results: visual inspection of the product found one haptic torn off. There was evidence of surgical residue. An investigation is in progress for lens tears under iaca (B)(4).

Event description:
The back haptic of an aq2003v model lens was torn off as it was being inserted. The lens was implanted and was out in half to remove. There was no patient injury.